Event description:
Patient was having a CT scan of the abdominal and pelvic area. The radiology tech pushed 10 cc saline through the line without incident; however, when omnipaque 350 contrast was administered by hand injection, the catheter tore on the portion outside the patient. Patient had to undergo surgery to have the catheter replaced. Patient is well.

Manufacturer narrative:
Expiry date unknown as the lot number was not provided by reporter. Event is still under investigation.